Event description:
Patient reported a left side "breast pain, misshapen, and capsular contracture". Additionally, healthcare professional reported a capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified deformation of the device, creases fold, white particles and weight of the device within specification. Cloudiness and bubbles in the gel were observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade iii/IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side "breast pain, misshapen, and capsular contracture". Additionally, healthcare professional reported a capsular contracture, baker grade iii/IV. Device has been explanted.